Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
On (B)(6) 2011, a vns treating physician reported that the patient's dcdc code has decreased over time from a 2 to a 1 and is now to a 0. The patient's seizure control is not good so the physician is concerned that there might be a short circuit in the vns. The patient has been referred to a surgeon for possible revision that is scheduled to occur in (B)(6) 2011. Good faith attempts for additional information from the patient's physician have been to no avail thus far. If additional information is received, it will be reported.